Event description:
On (B)(6) 2013, it was reported that there was a black strip on the display of the patient's infusion device which could lead to a misinterpretation of the values displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Iu observed a semicircular crack at the middle top that goes from the center of the lcd to the right. A third part of the lcd has orange & blue splotches. The defects on the lcd do not lead to misinterpretation since no results could be displayed. Iu did not observe any external damage to the meter's housing or external screen. Meter has some dust all over. The main menu can be seen at the left side of the lcd. Iu scrolled through memory and did not observed results on meter's memory.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.